Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atial lead position check (alpc) failed on transmission for a patient. There were no issues noted that could cause alpc failure. Patient will be checked in clinic to determine the cause. The atrial lead remains in use. No patient complications have been reported as a result of this event.